Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and fan guard, filter and retainer to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen failure. During annual (preventative maintenance) pm it was found that the touch screen was not responsive to finger commands. It was also noted that the filter cover was missing. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.